Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The 80% stenotic lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with an unspecified balloon and then advanced the 3.0x16mm promus element stent to the lesion, but was unable to cross. The procedure was completed with a shorter promus element stent. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent was returned dislodged from the device and severely damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified a hypotube kink at 230mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).